Manufacturer narrative:
H11: the manufacturer became aware of an event involving a patient and created 3006260740-2025-08731 to document the occurrence based on the information available at that time. A second record, 3006260740-2025-08503, was later created for what was believed to be a separate event for the same patient, but the available information indicated a different date of occurrence. During follow up review, the manufacturer determined that both records described the same single event. The two reports were created because the information received at different times contained conflicting dates. Through reconciliation of the source information, the manufacturer confirmed that there was only one true date of awareness and that a second event did not occur. This supplemental report is being submitted to clarify that 3006260740-2025-08731 and 3006260740-2025-08503 both referred to the same event. No new information about the device or the patient was identified other than the confirmation that only one event occurred. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, sometime after the port placement, the patient was diagnosed with an unspecified infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient developed with unspecified infection. The current status of the patient was unknown.